Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise which was seen as high ventricular rates. The lead was capped and replaced on (B)(6) 2016. The patient was in good condition post procedure and was discharged home the following day.